Event description:
It was reported that the r-waves decreased from 15.5 mv at implant to 3 mv one day later. The patient was sent for an x-ray, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.